Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient that a power on reset (por) was displayed and steps taken to clear the por were successful and therapy was adequate. Troubleshooting resolved the issue. In addition, it was noted that the power button on the patient programmer (pp) was damaged and non-functional. There also was intermittent poor communication with or without the antenna attached and it was also noted that there was no communication between the pp and the antenna. The patient reports dropping the pp in the past. There was no indication of patient harm and no patient symptoms were reported. Relevant medical history includes chronic low back pain. If additional information is received, a follow-up report will be sent.